Manufacturer narrative:
A ge service representative performed an on site investigation. Arcing on the iir amp was identified. No conclusion can be drawn as repair information was not reported.

Event description:
It was reported that the system would not display a usable image. No patient serious injury or death was reported related to this event.